Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return. The probable root cause could not be established as no product was returned for failure analysis and further investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue where the large hem-o-lok clip applier instrument was not following the surgeon¿s commands. The issue appeared to be resolved but a short time later, an error message displayed that the instrument was not ready to be removed. The customer removed the instrument and proceeded with a different instrument. The technical support engineer (tse) recommended the customer reseat the sterile adapter on the universal surgical manipulator (usm). The customer was completing the procedure as planned, and no known impact or patient consequence was reported.